Manufacturer narrative:
The issue was resolved by the previously reported service activities. The root cause of the event was identified as a mechanical leakage issue. There have been no similar events at this site for this specific device, or like instrument, in the past 12 months. Complaints regarding discrepant vitamin d patient results in conjunction with this tube assembly or gear pump head part numbers were reviewed and showed no abnormal trend.

Manufacturer narrative:
(B)(4).

Event description:
The customer requested assistance with issues running acceptable quality controls for the elecsys vitamin d assay (vitd) on the cobas 6000 e 601 module (e601). The customer then stated they had a questionable low result for one patient sample. The initial result was released outside the laboratory. No data flags or alarms occurred. All results are in units of ug/ml. The initial result was 9.46. The sample was repeated on two different e601 analyzers with results of 51.04 and 52.80. The repeat results were deemed correct. The sample was repeated on the original e601 with a result of 24.69. No adverse event occurred. The vitd reagent lot number is 21177501 with an expiration date of 12/31/2017. On (B)(6) 2017, the field service representative cleaned the instrument, performed adjustments, replaced pinch tubing and two pumps, and upgraded the reagent syringe assembly. Operational and mechanical checks passed. The customer performed calibration and quality controls which were acceptable, and ran patient samples without issue. On (B)(6) 2017, the fsr sanitized all system tubing and the pro-cell flow path, and performed additional adjustments. Operational and mechanical checks passed. The customer performed calibration and quality controls which were acceptable, and ran patient samples without issue. Investigation activities are ongoing.